Event description:
Complainant alleged that during functional testing, the devices display was missing clinical information. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.